Event description:
Patient having egd/colonoscopy with ascending colon polypectomy with cold snare. Snare detached from equipment after removing polyp. Physician removed loose snare without any injury to patient. Patient did well in recovery - discharged without any adverse effects.